Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: a patient of unknown gender and age, with unknown medical history, on unknown date, initiated treatment with fentanyl, via the infusomat space pump, on a volume of 30 milliliters (ml), rate of 2 milliliters and hour (ml/h) and temperature of 25 celsius (°c). It was reported that the administration of the drug was rapid and that caused an extreme increase in the blood pressure of the patient. At the time of the reporting, the outcome of the adverse event and the action taken with the infusomat space pump were unknown. It was unknown if the patient received any concomitant treatment.